Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: customer stated the last batch has issues. Needles are clogged.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: customer stated the last batch has issues. Needles are clogged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-oct-2022 . H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, seventy-three samples with no packaging blisters were provided to our quality team for investigation. Thirty-two samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-seven samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. A device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect.